Event description:
It was reported that pump screen remained dark and would not turn on, and caller experienced extreme difficulty pressing pump button, often needing multiple presses to activate screen even after display turned on. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to confirm pump was not connected to power, attempted multiple button presses, removed pump from case, and repeated button tests, after which technical support arranged replacement pump; customer planned to use multiple daily injections as backup insulin therapy, agreed to place pump in storage mode before returning it with a pre-paid label, and acknowledged need to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.